Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were not getting any relief of their bladder symptoms since implant. They were lucky to get an hour or 15 minutes of symptom relief. The caller reported that they had tried all of the programs and all of them go to the anus, except for one program that felt like a needle point just under the implant in the pocket. The patient has not had any falls or trauma. They had tried all of the programs twice. The issue was not resolved through troubleshooting. Patient services reviewed with the caller that custom programming can only be done in person, and redirected to their healthcare provider to further address the issue.